Event description:
It was reported that the balloon catheter leaked during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed crystalized substance (likely dried contrast solution) in the inflation lumen and also in the balloon. No anomalies were observed with the catheter, balloon, catheter shaft and catheter coating. During functional testing, the balloon was inflated with water and no leaks were observed. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the balloon catheter leaked during the procedure. There were no reported clinical consequences to the patient.